Event description:
A staff member noticed a lot of tape around a patient's endotracheal tube (ett) to secure the orogastric tube. The staff member pulled it off to retape and the hub from the ett became disconnected. The patient's wife was bedside and said that this issue happened four times previously. The patient had a size 8.0 ett and the staff member switched the hub out with one the hubs from an 8.5 ett. There were no further disconnects after that.